Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, ventricular fibrillation (vf), a myocardium infarction, severe paravalvular leak (pvl), coronary occlusion, percutaneous coronary angioplasty, cardiogenic shock, and life-threatening bleeding that required the transfusion of four units of blood. The event resulted in a procedural death on the same day.